Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated their first ins was put in as pt had reflex sympathetic dystrophy in their foot and ankle. Pt said the ins helped on and off for a couple of years since implanted. They said it didn't take all their pain away, but did help a little bit. Pt then said as the ins wasn't helping or working, they just quit turning it on, but then in 2018 they decided to try and use the ins again but the ins battery was dead so they got the new ins put in. Pt said that they had lost so much weight that the ins did not have any padding around it and so it hurt when pt laid or sat down. Pt said they lost 30 pounds in 2018 and started to notice the ins hurting in maybe (B)(6) 2018. Pt confirmed they noticed it with the replacement ins as well. Pt mentioned that was part of the reason they just had everything taken out.